Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient had not used or charged the ipg due to not needing the therapy. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. According to the review of eon mini IFU/dfu, 37-1004, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Event description:
Related manufacturer report number: 1627487-2023-04157. Additional information was reported that the patient's lead had high impedances and the patient did not have effective therapy. As a result the lead was replaced at the same time as the ipg. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable after not charging their ipg. Surgical intervention is planned to replace the ipg.